Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned instruments confirmed the complaint; the slots are flared out. Tightening the internal rod before fully inserting the hex head tip in the holes may widen the slots creating an oversized condition. Review of the as400 found lot numbers 2377939 and 2399642 were manufactured in 2007 and are over 8 years old. Lot number 5219076 was found to be manufactured in january of 2014 making it over 2 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Drill guide does not stay on the handle.